Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was in the emergency room on (B)(6) 2020 due to high blood glucose of 454 mg/dl. The customer¿s blood glucose at the time of incident was 552 mg/dl. The customer was trying to bolus for high blood glucose of 506, 520 and 552 mg/dl. The customer experienced nausea, headache due to high blood glucose. The customer was trying to bolus and had switched infusion sets twice but no insulin came out. During troubleshooting, the customer stated the insulin exited after disconnecting from the quick release.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that the customer was emergency room due to hyperglycemia on (B)(6) 2020 with blood glucose level of 454 mg/dl. The customer was trying to bolus and the blood glucose values were 506 mg/dl, 520 mg/dl and 552 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous fluids. The customer reported that the insulin pump received insulin flow block alarm. The customer stated the insulin exited. The customer also performed self test and it passed. Troubleshooting was declined. The insulin pump will not be returned for analysis.